Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that shim has cracked in the area of the bottom slot.

Manufacturer narrative:
Please disregard initial medwatch as it was reported in error. Update (B)(6) 2017: upon analyst evaluation of the returned device, the shim is cracked on the mating feature as reported. No breakage/missing material. Therefore, no patient death, serious injury or evidence of a previously reportable product malfunction. The product is still reportedly intact; no pieces were broken off, no serious injury likely. If this malfunction were to reoccur, serious injury is unlikely, as no fragments were broken off. Updated (B)(6) 2017.